Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued alert 38 indicating a motor stall during a supply change, which prevented rewind and reconnection until a restart was performed; the alert recurred with a full supply replacement, and the user transitioned to multiple daily injections after a sensor failure left her without cgm and with a reported blood glucose of 538 mg/dl. Symptoms included hyperglycemia. Outcomes included interruption of insulin pump therapy and temporary use of injections. Investigation included troubleshooting steps, device restart, dry-run supply change to 120 units, education on shutdown to avoid further alerts, and arrangements for device replacement and return. Investigation of this case revealed a recurrent motor stall consistent with a pump drive mechanism malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure of the motor/drive system.